Event description:
The patient's wife reported that last night the patient had a seizure. She reported that she heard a strange breathing noise and falling. The patient was found face down, eyes glassy, unable to talk, and having difficulty breathing. The patient was taken to the emergency room. The patient experienced symptoms of altered mental status, seizures, respiratory depression, dizziness, and loss of consciousness. The patient's last refill was approximately a week before the symptoms occurred. The patient was admitted to the hospital and the drug test was negative. The hcp is planning further troubleshooting. No patient treatment or outcome was reported. The patient's pump contained morphine. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.